Manufacturer narrative:
During an evaluation several email communications were sent to the customer in order to obtain additional information. Reported device/component was not returned for further evaluation. The instrument was replaced and the scheduled surgical procedure was successfully completed with no patient harm. In order to investigate originally reported issue, randomly pulled processed instruments were evaluated, and no same issue findings were identified.

Event description:
It was reported that instrument set 4 of 4 loaner wright darco headed for foot was opened onto the sterile field. The set was used throughout the case. Midway through the case the surgical technologist found a dried blood in one of the 2.7 mm cannulated drill bits. The instrument was removed from the field, new one obtained and decision was made to proceed with case. There were no reports of injuries, medical intervention or prolonged hospitalization.